Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. However, also device unrelated medical circumstances might have contributed to the lack of benefit. To determine an exact root cause a device investigation would be necessary. A date for explantation has not been made available so far.

Event description:
The patient presented in the clinic with a decreased hearing performance. No accident or trauma has been reported.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient presented in the clinic with a decreased hearing performance. No accident or trauma has been reported. The patient will attend a new visit in the middle of (B)(6) 2016.